Event description:
A zoll manager called zoll customer support to report that a (B)(6) female patient was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation, the trunk cable was cut through the insulation, damaging the blue (can l) and white (drvn_gnd) wires and causing the reported service code. The root cause for the cut cable and wires could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged wires. The patient received a replacement electrode belt.